Event description:
During an atrial fibrillation procedure, a sheath detachment occurred. The sheath was inserted into the left atrium and a non abbott device (jll-rebero 15mm catheter) was inserted into the sheath. Approximately 2 hours later, a sense of incongruity was noted in the transmission of torque while operating the non abbott catheter and the sheath detached from the hub. The sheath was not replaced as the detachment occurred when checking the potential of the on abbott catheter. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Health effect - impact code updated to 4613 - minor injury/ illness / impairment due to no intervention during or after the procedure.

Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. Visual inspection revealed the hemostasis hub of the introducer was detached from the sheath tubing. Both the sheath tubing and inner hemostasis hub had an irregular shape. Abbott in continuing to monitor this issue.